Event description:
Left breast implant hardened into a crumpled envelope. Right breast implant is significantly smaller. Post 1990 mcghan double lumen implants, I started getting autoimmune diagnosis, fibromyalgia, chronic pain, chronic fatigue, ra, lyme's, morgellons, lupus, osteopenia and severe chest wall breast pain along with capsular contraction and "possible" leaks. I know they are leaking, and I just pray my upcoming mris support my theory as so many women get an MRI and it shows nothing until the plastic surgeon explant and there is still all the evidence, leaks, capsular contraction, mold, bacteria and the contrast from mris hide in the capsules as well.